Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned. During the angiogram of the appendage, an effusion was noted and the physician performed pericardiocentesis to drain 500 cc of fluid. The patient was transferred to the operating room and their appendage was clipped. The patient remained stable and was discharged.